Manufacturer narrative:
The supplemental medwatch report 001 indicates: reportability awareness date: 10/11/2018. The supplemental medwatch report 001 should indicate: reportability awareness date: 11/29/2018.

Event description:
The customer contacted physio-control to report that their device changed from manual mode to AED mode by itself, during a cardiac arrest the device subsequently charged to deliver a shock. The users did not believe a shock was required and wanted to disarm the charge, but the device would not respond. The patient did not survive the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device changed from manual mode to AED mode by itself, during a cardiac arrest the device subsequently charged to deliver a shock. The users did not believe a shock was required and wanted to disarm the charge, but the device would not respond. The patient did not survive the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The customer, a health care professional, later advised physio-control that medical personnel did not believe that the device use contributed to the patient outcome, as a back-up device was immediately obtained and used to continue patient care with minimal delay. As a result, the following updates have been made: adverse event/product problem, has been updated to product problem type of reportable event, has been updated to malfunction. (B)(4). Physio-control downloaded the electronic records from the device for analysis. Upon review of the electronic records, physio-control was able to verify the reported issue. The data indicated that the users pressed analyze, seven (7) minutes and twenty-one (21) seconds into the event, switching the device into AED mode. The device then advised a shock and completed a charge. The users then opened and closed the front console door seventeen (17) times and pressed options twice, in an attempt to return the device to manual mode and dump the charge. The device automatically disarmed the charge when the shock button was not pressed within sixty (60) seconds. Physio-control has determined that it¿s reasonable to conclude that the likely cause of the device not being able to switch back into manual mode and disarm the charge was use error due to the device user not selecting the correct key, as described in the operating instructions. Pressing the correct key would allow for the manual switch of the device from AED mode to manual mode. The lifepak® 20e operating instructions indicate "to manually switch to manual mode, press one of the following keys: energy select, charge, pacer, lead."

Event description:
The customer contacted physio-control to report that their device changed from manual mode to AED mode by itself, during a cardiac arrest the device subsequently charged to deliver a shock. The users did not believe a shock was required and wanted to disarm the charge, but the device would not respond. The patient did not survive the event.

Manufacturer narrative:
Date received by manufacturer of the supplemental medwatch report 002 indicates: reportability awareness date: 11/29/2018. Date received by manufacturer of the supplemental medwatch report 002 (and supplemental medwatch report 001) should indicate: reportability awareness date: 10/11/2018. Note that date received by manufacturer of the supplemental medwatch report 001 was initially correct in this date.

Event description:
The customer contacted physio-control to report that their device changed from manual mode to AED mode by itself, during a cardiac arrest the device subsequently charged to deliver a shock. The users did not believe a shock was required and wanted to disarm the charge, but the device would not respond. The patient did not survive the event.